Manufacturer narrative:
Upon receipt of the unit on (B)(6) 2013, it was observed that a small metal piece is missing. We are reporting at this time.additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the unit is shaved.

Event description:
It was reported that the tip of the unit is shaved.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. An eye loupe and camera were used to determine the scope has distal tip fiber and outer tube damage. The unit was evaluated by eye, with eye loupe, and under microscope. The distal tip has severe dents and fiber damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. The root cause was determined to be that the damages occurred during use/handling by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.